Event description:
I was reported that after the pocket was closed, high impedance was observed. The physician checked the position of the leads few times with fluoroscopy image; the position of the leads were good. However, high impedance was still observed. Two days later, the lead was repositioned. The lead remains implanted.